Event description:
Patient underwent a polypectomy outpatient procedure in 2005. Three to four polyps were removed. Towards the end of the procedure, the patient felt uncomfortable with lower abdominal pain. The procedure length was 20 minutes. Following the procedure, the patient was discharged with no apparent complications. Patient was re admitted the next day and expired the following day. A perforation of the mid region of the small bowel in the area directly overlying the fundus of the uterus was noted.